Event description:
The patient had passed away on (B)(6) 2021. The reporter indicated accu- check aviva plus was the last test strips sent to the pharmacy for the patient, but did not specify if the patient was still using them at the time of death.